Event description:
The customer reported that obtv pc station can not read alarm data, therefore, the alarm distribution may be delayed on this obtv pc station. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that obtv pc station can not read alarm data, therefore, the alarm distribution may be delayed on this obtv pc station. No patient harm was reported. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.